Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported mechanical issues that resulted in the failure to deploy. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a calcified lesion in the right superficial femoral artery (sfa). The 6.0x150mm supera self expanding stent system (sess) was advanced to the lesion with no resistance. During deployment, the thumbslide could not be moved forward and the stent failed to deploy. The sess was removed without issue. A second supera of the same size was advanced without issue. The thumbslide was advanced one time and the stent partially deployed; however the thumbslide was then unable to move. The device with the partially deployed stent was removed without issue. The procedure was completed with a non abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.